Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable pulse generator (ipg) "moves whenever she turned around in bed" and one of their leads "was out" and was revised. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.